Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the expired 5.50x150mm supera stent was implanted in the procedure, although the physician was aware. The expiration date of the product is important for sterility, efficacy, and performance of the device. Per the supera peripheral stent system risk management summary report (ram) potentially adverse events of using the device post expiration date include infection, hypersensitivity, inflammation and fever. However, in this case there was no reported device failures or patient adverse events reported. It should be noted that the supera peripheral stent system instructions for use (IFU) states: use this device prior to the ¿use by¿ (expiration) date specified on the device package label. The investigation determined the reported difficulties appear to be related to deviation of the IFU as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in patient and the delivery system is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery. The 5.50x150mm supera stent was implanted in a procedure, although the physician was aware the device had expired. There was no adverse patient effect and no clinically signifcant delay reported in the procedure. No additonal information was provided.